Manufacturer narrative:
Due to chemotherapy contamination, no product will be returned. Although requested, a picture of the affected tubing set has not been received. The customer complaint could not be confirmed because the product was not returned for failure investigation, nor a picture of the affected tubing set received. The root cause of this failure was not identified.

Event description:
The customer reported that a patient in the chemotherapy infusion department stated that the tubing set leaked during an avastin infusion. Upon assessment, it was found that the tubing set had separated at the distal port closest to the patient, not at the huber needle extension. The tubing had been previously used during oxalipatin and leucovorin infusions, but had been flushed with d5w and turned/clamped off. The patient reported that she had been up several times to go to the restroom, but did not think that the tubing set had been pulled on. There was no report of patient harm.

Manufacturer narrative:
Correction on initial report: disregard not provided). Patient age, dob, and demographics requested but not provided, however, the customer stated the patient was a geriatric patient.

Event description:
The customer reported that a patient in the chemotherapy infusion department stated that the tubing set leaked during an avastin infusion on a geriatric patient. Upon assessment, it was found that the tubing set had separated at the distal port closest to the patient, not at the huber needle extension. The tubing had been previously used during oxalipatin and leucovorin infusions, but had been flushed with d5w and turned/clamped off. The patient reported that she had been up several times to go to the restroom, but did not think that the tubing set had been pulled on. There was no patient harm.